Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the surgeon did not feel that the device was sealing properly. The surgeon reportedly noticed less energy delivery and an increase in bleeding throughout the case. Another device was used to complete the procedure without incident. There was no tissue damage and no pt injury.